Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth lot 1640 results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number one of five MDR¿s for this event. Five 3500a forms were being submitted for this event as five devices were involved. However, devices two, three, four and five for this event were for ipth lots not associated with the recall, and therefore no supplemental mdrs will be submitted for devices two, three, four and five for this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600057.

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on (B)(6) 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros ipth results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1530, 1560 and lot 1640 on a vitros xt7600 integrated system. Biorad lot 64960 level 1 vitros ipth lot 1530 results of 22.5, 24.0, 23.8, 25.6 and <3.4 pg/ml vs an expected result of 37.7 pg/ml biorad lot 64960 level 2 vitros ipth lot 1560 results of 260.7 and 300.5 pg/ml vs an expected result of 241.9 pg/ml biorad lot 64960 level 1 vitros ipth lot 1640 result of 22.9 pg/ml vs an expected result of 33.98 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower and higher than expected vitros ipth results were obtained from non-vitros mas quality controls processed using vitros intact pth reagent lots 1530, 1560 and lot 1640 on a vitros xt7600 integrated system. A definitive assignable cause of the lower and higher than expected results obtained using vitros ipth lot 1530 and lot 1560 couldn¿t be determined. Based on historical quality control results, a vitros ipth lot 1530 performance issue and an ipth lot 1560 performance issue cannot be ruled out as a contributor of the events. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with either vitros ipth reagent lots 1530 or 1560. A definitive assignable cause of the lower than expected result obtained using vitros ipth lot 1640 couldn¿t be determined. However, a vitros ipth performance issue cannot be ruled out as contributing to the event. The complaint review indicates a performance issue with vitros ipth reagent lot 1640. Ortho has initiated an investigation for lower than expected results obtained from vitros ipth reagent lots 1600 and higher, tested on multiple vitros instrument platforms. An instrument related performance issue cannot be ruled out as contributing to the event as lower and higher than expected results were obtained from three different vitros ipth reagent lots. In addition, no within run precision testing was processed on the vitros xt7600 system around the time of the events. Therefore, an instrument related issue cannot be ruled out as a contributing factor of the event.